Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that his wife's insulin pump alarmed no delivery, failed battery test, and battery out limit. The patient's blood glucose during the time of these issues has exceeded 400 mg/dl. The customer's last recorded blood glucose was 370 mg/dl. The customer's device has a battery out limit alarm despite a full battery; the battery was recently changed. The alarm was cleared. The husband then stated that the display went blank. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the customer had to use a screwdriver to remove the battery cap. A new alkaline aaa battery was inserted into the insulin pump and the display returned. No products were returned and a battery cap was sent to the customer.